Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use discovered by customer, the cardiosave intra-aortic balloon pump (iabp) ECG lead not functioning. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the customer was using the wrong ECG cable. The unit was tested with the correct ECG cable and passed. The fse advised the customer to use a maquet ECG cable.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a